Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the pt expired in late 2007 after 23 days of implant duration due to unknown reasons. On 06/25/08 and 07/02/08 request for info sent to surgeon's office to no response. No further info has been rec'd on this pt and/or device. Please also reference MFR report # 6000002-2008-08310, for 4900 annuloplasty ring and MFR report # 6000002-2008-08313, for 6900ptfx heart valve also implanted.